Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device will not heat. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burn. The customer complaint was reproduced. Error codes has been identified. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.